Manufacturer narrative:
Data collection attempts could not provide for incomplete, missing information. It is not suspected that use or continued use of product could result in a patient's death. Upon receipt, the device interrogation proved to be reliable. There was no indication of a telemetry problem. The battery status was ok. During a simulated follow-up procedure, the complaint was confirmed. Temporary programs such as the battery lead telemetry, could not be performed. The permanent program was otherwise not affected. During the further analysis, it was noticed that the memory content of the ic responsible for temporary programs was invalid. As a result, the pacemaker refused to accept temporary programs like the battery lead telemetry. All other functions, including the permanent program, were not affected. After the correction of the memory content, the pacemaker proved to be fully functional. There was no indication for a material or workmanship problem. The device history record confirmed a regular memory content during the manufacturing process and before device shipment.

Event description:
Ous MDR. Loss of telemetry.